Manufacturer narrative:
External insulation abrasion at 39.0-42.1cm from the distal tip, consistent with lead friction to the ICD can. Externalized conductors due to internal insulation abrasion at 7.5-10.9cm and 11.3-16.5cm from the distal tip. Int ernal insulation abrasion at 13.7-14.2cm and 19.4-20.4cm from distal tip. Internal insulation abrasion under the svc shock coil at 21.7-22.5cm, 23.5-24.2cm, and 27.0-27.2cm from the distal tip. Etfe coating intact at these locations. Internal insulation abrasion under the rv shock coil at 5.5-5.6cm and 5.3-5.4cm from the distal tip. Etfe coating abraded at 5.5- 5.6cm from the distal tip, consistent with reported event of noise.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that during an atrial lead revision for noise, externalized conductors were observed on the rv lead. A slight decrease in sensing was also noted prior to the procedure. Both the atrial and rv leads we re explanted with no complications.

Manufacturer narrative:
External insulation abrasion at 39.0-42.1cm from the distal tip, consistent with lead friction to the ICD can. Externalized conductors due to internal insulation abrasion at 7.5-10.9cm and 11.3-13.5cm from the distal tip. Internal insulation abrasion at 13.7-14.2cm and 19.4-20.4cm from the distal tip. Internal insulation abrasion under the svc shock coil at 21.7-22.5cm, 23.5-24.2cm and 27.0-27.2cm from the distal tip. Etfe coating intact at these locations. Internal insulation abrasion under the rv shock coil at 5.5-5.6cm and 5.3-5.4cm from the distal tip. Etfe coating abraded at 5.5-5.6cm from the distal tip, consistent with reported event of noise.